Manufacturer narrative:
A complaint history review showed no other product complaint of similar nature. The complaint is inconclusive since the product was not returned for evaluation.

Event description:
When removing a PICC line due to malfunction of the line, the tip of the catheter became dislocated and remained in the pt's subclavian vein. The pt required hospitalization and two attempts by the interventional radiologist before the tip was removed.